Manufacturer narrative:
Initial and final MDR 1902274 - MDR 3003442380-2024-11531 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that, the patient experienced issue with two infusion sets were fell off during use. It was stated that events were occurred on (B)(6) 2024. The area of insertion was cleaned and air-dried. The infusion set was used for two days. The blood glucose level was around 16 mmol/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.